Manufacturer narrative:
(B)(4).the actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that a patient had a microcuff tube kink while on the ventilator. The tube was extubated from the patient. The cuff checks and volumes were good on the ventilator but could not pass the suction catheter down the tube and noticed the tube was kinked. After re-intubation, the patient was fine. No additional information was provided.